Manufacturer narrative:
Concomitant medical products: (2) smartsite needle-free valves, therapy date unk. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The clinician reported a delayed occlusion alarm with an infusion rate less than 1ml/hr when the clamp was left engaged. No other information is available at this time. There was no report of patient harm.